Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 29 mm in diameter distally and went from 25 mm to 27 mm then to 30 or 31 mm proximally. The iliac arteries were severely tortuous and calcified. It was reported that after the bifurcated stent graft was implanted there was a type 1 endoleak present. Modeling with reliant balloon was performed and the endoleak diminished but did not completely resolve. The decision was made to not further intervene and the decision was made to evaluate the pt at the 30 day follow-up. No additional clinical sequelae were reported.